Manufacturer narrative:
(B)(6). The device was manufactured from december 14, 2020 - december 15, 2020. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the central injection port. This issue was discovered in the drug storehouse prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the correct device manufacture date is "january 13, 2021 - january 14, 2021", previously submitted as "december 14, 2020 - december 15, 2020", should additional relevant information become available, a supplemental report will be submitted.